Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09362. It has been reported the patient has been experiencing ineffective stimulation for the desired pain pattern. Reprogramming efforts were unsuccessful at resolving the issue. The patient is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.